Event description:
It was reported that the tip of the inserter was bent. No patient complications were reported. The inserter was received by the manufacturer, and the evaluation of the part found that the tip was broken.

Manufacturer narrative:
(B) (4): the instrument was returned to the manufacturer for evaluation. Visual examination confirms the superior tang is broken off, and the inferior tang is bent. Knob and set screw missing and not returned for evaluation. Microscopic examination of the fracture surface suggests a quasi-brittle fracture; additionally, the inferior tang is bent. The direction of bend of the inferior tang, in comparison with the superior tang's direction of fracture initiation is consistent with excessive bending force, due to rotation of the inserter. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.